Manufacturer narrative:
Concomitant products: model: dtba1d1, crt-d; implanted: (B)(6) 2013. Model: 8637-20, neuro pain pump; implanted: (B)(6) 2013. Model: 8709sc, neuro catheter; implanted: (B)(6) 2009. Model: 37702, neuro pain stim ipg; implanted: (B)(6) 2009. Model: 37743, neuro programmer; implanted: (B)(6) 2009. Model: 3778-60, neuro pain stim lead; implanted: (B)(6) 2009. Model: 3778-60, neuro pain stim lead; implanted: (B)(6) 2009. Model: 8596, neuro catheter; implanted: (B)(6) 2007.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance levels on the svc coil, and increased/rising impedance levels on the rv coil. A lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.